Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2020-00408. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2020-00408.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6), 2011, patient underwent a right tkr and was implanted with optetrak devices in his right knee, including optetrak logic tibial inserts made of polyethylene. The (B)(6), 2011 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. In or around (B)(6) of 2019, patient was advised that his knee replacement failed with respect to his right knee and that he would need a revision surgery. Upon information and belief, as a result of the optetrak device failure, patient underwent revision surgery on his right knee on or about (B)(6), 2019 for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Upon information and belief, surgical pathology from the august (B)(6), 2022 revision surgery demonstrated tissue reaction to particulate material consistent with polyethylene particulate debris. In or around (B)(6) 2022, patient received a letter from hospital informing him that his optetrak device was the subject of a recall by exactech. Patient experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life.